Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop. The customer¿s blood glucose was 6.3 mmol/l. Customer stated that they did not receive 2nd series of beeps and the number was not appear on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump unable to prime during prime/compromised force sensor system test due to faulty fsr(gold). Pump passed basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and no delivery test due to prime anomaly.